Event description:
The customer reported having erratic linearity testing results, imprecision for cap survey samples and observed fluid in the reagent wheel of the unicel dxc 800 synchron system. The fluid leak was contained to the instrument. No erroneous results were generated. There are no reports of any injuries or exposures to any laboratory personnel. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that a wiper was missing from the wash tower assembly. The cause of the missing wiper is not known. The fse repaired the system. The instrument conformed to the manufacturer's published performance specifications. (B)(4).